Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013. The physician confirmed that after epicardial electrode was implanted, the patient showed infection. It was necessary to explant the generator, and electrodes. The physician was dr. (B)(6) at (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).